Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00439 with an unknown model number and serial number. The major model number is tdx3 with a serial number (B)(4). The failed component is a controller, model number 1122191, serial number (B)(4). A visual inspection determined that the controller's power stage pcb had four shorted fet's. The controller could not be tested due to the pcb damage. (B)(4). (B)(4) has been issued for the return of this device. The distributor found the smoking controller issue when taking the wheel chair off of a truck. The model and serial number of this wheel chair and controller are unknown. The age and maintenance history is unknown. It is unknown if this wheel chair has sure step. The following cautions are provided in invacare user manual part no 1125085 page 6 for pronto m51 and m61 with surestep. It is unknown how the wheel chair was taken off of the truck by the distributor. The slope of the ramp is unknown. The surface is unknown. The following warnings apply specifically to the surestep feature. Do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. The following precautions are given for controller adjustments in user manual part no 1125085 page 10: controller settings/repair or service set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set-up or adjusted. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently. It is unknown if the chair was in the elevated position: page 12 - m61 wheelchairs only states: "do not operate wheelchair on an incline while in an elevated position. Otherwise, the wheel chair may tip over and injury or damage may occur." If the device is returned, it will be evaluated further.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. The distributor found the smoking controller issue when taking the wheel chair off of a truck. The model and serial number of this wheel chair and controller are unknown. The age and maintenance history is unknown. It is unknown if this wheel chair has sure step. The following cautions are provided in invacare user manual part no 1125085 page 6 for pronto m51 and m61 with surestep. It is unknown how the wheel chair was taken off of the truck by the distributor. The slope of the ramp is unknown. The surface is unknown. The following warnings apply specifically to the surestep feature. Do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. The following precautions are given for controller adjustments in user manual part no 1125085 page 10: controller settings/repair or service set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set-up or adjusted. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently. It is unknown if the chair was in the elevated position: page 12 - m61 wheelchairs only states: "do not operate wheelchair on an incline while in an elevated position. Otherwise, the wheel chair may tip over and injury or damage may occur." If the device is returned it will be evaluated further.

Event description:
The dealer took the chair off the truck and the controller allegedly smoked and is now not working. No injury is alleged.

Event description:
The dealer took the chair off the truck and the controller allegedly smoked and is now not working. No injury is alleged.